Manufacturer narrative:
Unit received with missing reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip and retainer. Unit passed displacement test. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states front of pump broke, there is a crack on the pump and reservoir ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.